Manufacturer narrative:
Insulin pump received with severely scratched display window, cracked case at display window corners, cracked reservoir tube lip, missing end cap sticker and cracked belt clip slot near battery compartment. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer's insulin pump had many scratches on display window, and cracks to the battery compartment. Customer's blood glucose level was unknown. Advised insulin pump would be replaced.